Event description:
Complainant alleged that during defibrillation of a 52 yr old female pt in ventricular fibrillation, the clinicians heard a loud "crack" from the apex paddle and the device screen blanked out, and then powered-down. The clinician turned the device off/on, but the device did not power on. The clinicians then installed a new replacement battery in the device, and the unit powered up. The clinicians then resumed defibrillation of the pt. A total of four, 360 joules shocks, were administered to the pt. There was no indication of any adverse effect on the pt as a result of the reported malfunction.